Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts have been made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The contact at the facility was unable to provide further details regarding the event. She provided an additional contact; however, no response has been obtained from the request for additional details. If further details are received at a later date a supplemental medwatch will be sent. An el5ml device was received instead of the reported er320. The device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out as intended. The device was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.